Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation, a run-on condition was found where the reverse trigger was stuck in the depressed position. Based on the investigation details, the anti-rotation pin was lodged between the handpiece face plate and the trigger magnet.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device continued to run on its own. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.